Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation of curtains at the side of the image was not confirmed. The customer's allegation of occassional image was confirmed. The device evaluation found that the image did not appear, due to a cut and short circuit in the video cable. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, of experiencing "curtains" at the side of the image of the hd autoclavable camera head. And that on occasions there was no image. The screen was completely black. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer's (good faith effort) gfe reply and the legal manufacturer's final investigation. Updating section b5. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. The investigation concluded that it is probable that the image was not displayed due to cable failure. The cause of the cable failure could not be presumed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
New information provided by the customer states that the malfunction occurred during an unspecified surgery. It was mentioned that it was a laparascopic procedure of some kind, but don't remember exactly. The procedure was completed with the same or similar device. The procedure was delayed for five to ten minutes with no harm to the customer.